Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no bolus, esc and act buttons response due to corroded keypad traces. No button error alarm noted during testing. Unable to perform rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test due the unresponsive buttons. The device was received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 89 mg/dl. Customer states he may have lay on the pump. Customer also mentions he was exercising heavily, which may have led to his low blood glucose. Revert to a back-up plan per health care provider's instruction. The discontinuation of the device was advised. No further information was reported.